Event description:
It was reported the customer was experiencing high blood glucose after changing their infusion set. The customer's blood glucose was 538 mg/dl. The customer also reported that they did not remember if fill cannula was performed on their insulin pump. The customer did not treat for their high blood glucose, but stated they would treat it with a bolus or manual injection. The customer declined to troubleshoot for the insulin pump. The customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).